Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where a patient on the server had multiple active admissions. A technical support specialist (tss) confirmed that the integration engineer had sent a secured message due to protected health information (phi). The user reviewed the message and identified that the issue was caused by an allergy reaction field exceeding 250 characters. It was found that the interface engine had the maximum size set to 256 characters; this was corrected to 250. The fix was implemented in production last thursday, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a patient with multiple active admissions - each associated with the same medical record number (mrn) but different visits - was identified. There appeared to be a disconnect with the information being transmitted from the ads to pyxis. However, there were no delays, adverse events or injuries reported based on this event.